Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the device investigation, the root cause of the faulty charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the image is bouncing, flickering and is unclear due to a defective charged coupled device unit. The inspection also noted the cable was reprocessed incorrectly/overheated and the serial plate is faded. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing technician at the user facility that the customer high-definition camera head has a noisy image defect, ¿image is bouncing, flickering and unable to get clear picture¿. The customer reported issue was found during preparation for use. No death, injury or harm was reported to olympus.